Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an overstimulation sensation which started 3 weeks ago after they lifted their dog (50 lbs) up the stairs. She had pain in her right "sacral nerve" and down her leg. Add'l info was requested.